Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2018, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("extreme debilitating menstrual pain"), menorrhagia ("abnormal heavy menstrual bleeding"), allergy to metals ("nickel allergy"), weight increased ("weight gain"), dyspareunia ("dyspareunia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy with removal of the essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, dysmenorrhoea, menorrhagia, allergy to metals, weight increased, dyspareunia, anxiety and depression outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia and weight increased to be related to essure. The reporter commented: she was forced to undergo a major surgery as a result of her essure implants precisely what she was seeking to avoid when selecting the device over other birth control options such as tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: full occlusion and proper placement was confirmed. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a 39-year-old female patient who had essure (batch no. 628402 (invalid)) inserted for birth control. The occurrence of additional non-serious events is detailed below. Medical conditions: she denies cramping. Concurrent conditions included uterine bleeding, heavy periods, diarrhea, vaginal dryness, obesity and ovarian cyst. Concomitant products included medroxyprogesterone acetate (provera). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2016, 7 years 3 months after insertion of essure, the patient experienced pelvic pain ("pelvic pain"), menorrhagia ("abnormal heavy menstrual bleeding/ menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2016, the patient experienced rash vesicular ("blistering rash"), pruritus ("pruritis") and hot flush ("hot flashes"). On (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2016, the patient experienced uterine leiomyoma ("fibroids"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("extreme debilitating menstrual pain"), weight increased ("weight gain"), anxiety ("anxious"), depression ("depressed"), menstrual disorder ("abnormal menstruation") and ovarian cyst ("ovarian cysts"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy with removal of the essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, pelvic pain, dysmenorrhoea, menorrhagia, allergy to metals, weight increased, dyspareunia, anxiety, depression, vaginal haemorrhage, rash vesicular, pruritus, hot flush, uterine leiomyoma, menstrual disorder and ovarian cyst outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, depression, dysmenorrhoea, dyspareunia, hot flush, menorrhagia, menstrual disorder, ovarian cyst, pelvic pain, pruritus, rash vesicular, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she was forced to undergo a major surgery as a result of her essure implants precisely what she was seeking to avoid when selecting the device over other birth control options such as tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: full occlusion and proper placement was confirmed. On (B)(6) 2016- gynecological ultrasound: uterus anteverted. Intramural fibroid fundal position. Right ovary abnormal. Overall impression: uterus and left ovary. 2 simple cyst on right ovary, largest is 2.8 cm. No free fluid seen in pelvis and (B)(6) 2016, surgical pathology: gross description- there is an essure device present in the proximal aspect of the tube. Clinical diagnosis and history: aub. Menorrhagia and nickel allergy. Final diagnosis endocervical polyp, chronic cervicitis. Disordered proliferative endometrium. Histologically unremarkable fallopian tubes. Concerning the injuries reported in this case, the following one were reported via medical records confirming events heavy period with clots, hot flashes and dyspareunia, pelvic pain, leiomyoma of uterus, nickel allergy, blistering rash and pruritus, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2018: quality safety evaluation of ptc. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain /pain"), menorrhagia ("abnormal heavy menstrual bleeding/ menorrhagia / abnormal bleeding (vaginal, menorrhagia)"), allergy to metals ("nickel allergy") and dyspareunia ("dyspareunia (painful sexual intercourse)") in a 39-year-old female patient who had essure (batch no. 628402 (invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: she denies cramping. Concurrent conditions included uterine bleeding, heavy periods, diarrhea, vaginal dryness, obesity and ovarian cyst. Concomitant products included medroxyprogesterone acetate (provera). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2016, 7 years 3 months after insertion of essure, the patient experienced pelvic pain, menorrhagia, dyspareunia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal) /abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2016, the patient experienced rash vesicular ("blistering rash /rashes or skin conditions (type: blistering rash and pruritis) (event splitted for coding)"), pruritus ("pruritis /rashes or skin conditions (type: blistering rash and pruritis) (event splitted for coding)") and hot flush ("hot flashes"). On (B)(6) 2016, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced uterine leiomyoma ("fibroids"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("extreme debilitating menstrual pain"), weight increased ("weight gain"), anxiety ("anxious"), depression ("depressed"), menstrual disorder ("abnormal menstruation") and ovarian cyst ("ovarian cysts"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy with removal of the essure), surgery (total laparoscopic hysterectomy with bilateral salpingectomy with removal of the essure). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, menorrhagia, allergy to metals, dyspareunia, dysmenorrhoea, weight increased, anxiety, depression, vaginal haemorrhage, rash vesicular, pruritus, hot flush, uterine leiomyoma, menstrual disorder and ovarian cyst outcome was unknown and the pelvic pain was resolving. The reporter considered abdominal pain, allergy to metals, anxiety, depression, dysmenorrhoea, dyspareunia, hot flush, menorrhagia, menstrual disorder, ovarian cyst, pelvic pain, pruritus, rash vesicular, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she was forced to undergo a major surgery as a result of her essure implants precisely what she was seeking to avoid when selecting the device over other birth control options such as tubal ligation. Essure stop date was changed from (B)(6) 2017 to (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: full occlusion and proper placement was confirmed. On (B)(6) 2016- gynecological ultrasound: uterus anteverted. Intramural fibroid fundal position. Right ovary abnormal. Overall impression: uterus and left ovary. 2 simple cyst on right ovary, largest is 2.8 cm. No free fluid seen in pelvis and (B)(6) 2016, surgical pathology: gross description- there is an essure device present in the proximal aspect of the tube. Clinical diagnosis and history: aub. Menorrhagia and nickel allergy. Final diagnosis endocervical polyp, chronic cervicitis. Disordered proliferative endometrium. Histologically unremarkable fallopian tubes. On (B)(6) 2009. Type of test: hysterosalpingogram (hsg). The results of essure confirmation test- on (B)(6) 2009 total bilateral occlusion. Healthcare provider told about her results as on (B)(6) 2009 the fallopian tubes were block. Concerning the injuries reported in this case, the following one were reported via medical records confirming events heavy period with clots, hot flashes and dyspareunia, pelvic pain, leiomyoma of uterus, nickel allergy, blistering rash and pruritus, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporter was added. Patient¿s unstructured relevant tests was added. Essure stop date was changed from 02-feb-2017 to 03mar2016. Pelvic pain was recovering at the time of report. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), pelvic pain ('pelvic pain /pain'), menorrhagia ('abnormal heavy menstrual bleeding/ menorrhagia / abnormal bleeding (vaginal, menorrhagia)'), allergy to metals ('nickel allergy') and dyspareunia ('dyspareunia (painful sexual intercourse)') in a 39-year-old female patient who had essure (batch no. 628402 (inv)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: she denies cramping. Concurrent conditions included uterine bleeding, heavy periods, diarrhea, vaginal dryness, obesity and ovarian cyst. Concomitant products included medroxyprogesterone acetate (provera). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal) /abnormal bleeding (vaginal, menorrhagia)"), 7 years 3 months after insertion of essure. On (B)(6) 2016, the patient experienced rash vesicular ("blistering rash /rashes or skin conditions (type: blistering rash and pruritis) (event splitted for coding)"), pruritus ("pruritis /rashes or skin conditions (type: blistering rash and pruritis) (event splitted for coding)") and hot flush ("hot flashes"). On (B)(6) 2016, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient was found to have uterine leiomyoma ("fibroids"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("extreme debilitating menstrual pain"), anxiety ("anxious"), depression ("depressed"), menstrual disorder ("abnormal menstruation") and ovarian cyst ("ovarian cysts") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy with removal of the essure). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, menorrhagia, allergy to metals, dyspareunia, dysmenorrhoea, weight increased, anxiety, depression, vaginal haemorrhage, rash vesicular, pruritus, hot flush, uterine leiomyoma, menstrual disorder and ovarian cyst outcome was unknown and the pelvic pain was resolving. The reporter considered abdominal pain, allergy to metals, anxiety, depression, dysmenorrhoea, dyspareunia, hot flush, menorrhagia, menstrual disorder, ovarian cyst, pelvic pain, pruritus, rash vesicular, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she was forced to undergo a major surgery as a result of her essure implants precisely what she was seeking to avoid when selecting the device over other birth control options such as tubal ligation. Essure stop date was changed from (B)(6) 2017 to (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: full occlusion and proper placement was confirmed. Diagnostic results: on (B)(6) 2016- gynecological ultrasound: uterus anteverted. Intramural fibroid fundal position. Right ovary abnormal. Overall impression: uterus and left ovary. 2 simple cyst on right ovary, largest is 2.8 cm. No free fluid seen in pelvis and (B)(6) 2016, surgical pathology: gross description- there is an essure device present in the proximal aspect of the tube. Clinical diagnosis and history: aub. Menorrhagia and nickel allergy. Final diagnosis endocervical polyp, chronic cervicitis. Disordered proliferative endometrium. Histologically unremarkable fallopian tubes. On (B)(6) 2009. Type of test: hysterosalpingogram (hsg). The results of essure confirmation test- on (B)(6) 2009 total bilateral occlusion. Healthcare provider told about her results as on (B)(6) 2009 the fallopian tubes were block. Concerning the injuries reported in this case, the following one were reported via medical records confirming events heavy period with clots, hot flashes and dyspareunia, pelvic pain, leiomyoma of uterus, nickel allergy, blistering rash and pruritus, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this case should be deleted from bayer database because this case was found to be duplicate case of retention case- (B)(4). All the documents from this case has been transferred to retention case. No new follow-up information was received from the reporter. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a 39-year-old female patient who had essure (batch no: 628402) inserted for birth control. The occurrence of additional non-serious events is detailed below. Medical conditions: she denies cramping. Concurrent conditions included uterine bleeding, heavy periods, diarrhea, vaginal dryness, obesity and ovarian cyst. Concomitant products included medroxyprogesterone acetate (provera). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2016, 7 years 3 months after insertion of essure, the patient experienced pelvic pain ("pelvic pain"), menorrhagia ("abnormal heavy menstrual bleeding/ menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6)2016, the patient experienced rash vesicular ("blistering rash"), pruritus ("pruritis") and hot flush ("hot flashes"). On (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2016, the patient experienced uterine leiomyoma ("fibroids"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("extreme debilitating menstrual pain"), weight increased ("weight gain"), anxiety ("anxious"), depression ("depressed"), menstrual disorder ("abnormal menstruation") and ovarian cyst ("ovarian cysts"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy with removal of the essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, pelvic pain, dysmenorrhoea, menorrhagia, allergy to metals, weight increased, dyspareunia, anxiety, depression, vaginal haemorrhage, rash vesicular, pruritus, hot flush, uterine leiomyoma, menstrual disorder and ovarian cyst outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, depression, dysmenorrhoea, dyspareunia, hot flush, menorrhagia, menstrual disorder, ovarian cyst, pelvic pain, pruritus, rash vesicular, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she was forced to undergo a major surgery as a result of her essure implants precisely what she was seeking to avoid when selecting the device over other birth control options such as tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: full occlusion and proper placement was confirmed. On (B)(6) 2016- gynecological ultrasound: uterus anteverted. Intramural fibroid fundal position. Right ovary abnormal. Overall impression: uterus and left ovary. 2 simple cyst on right ovary, largest is 2.8 cm. No free fluid seen in pelvis and on (B)(6) 2016, surgical pathology: gross description- there is an essure device present in the proximal aspect of the tube. Clinical diagnosis and history: aub. Menorrhagia and nickel allergy. Final diagnosis endocervical polyp, chronic cervicitis. Disordered proliferative endometrium. Histologically unremarkable fallopian tubes. Concerning the injuries reported in this case, the following one were reported via medical records confirming events heavy period with clots, hot flashes and dyspareunia, pelvic pain, leiomyoma of uterus, nickel allergy, blistering rash and pruritus, menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: legal claim received - the events "abnormal menstruation" and "ovarian cysts" were reported. The essure removal procedure date was updated to on (B)(6) 2017. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a (B)(6) year-old female patient who had essure (batch no. 628402) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: she denies cramping. Concurrent conditions included uterine bleeding, heavy periods, diarrhea, vaginal dryness, obesity and ovarian cyst. Concomitant products included medroxyprogesterone acetate (provera). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2016, 7 years 3 months after insertion of essure, the patient experienced pelvic pain ("pelvic pain"), menorrhagia ("abnormal heavy menstrual bleeding/ menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2016, the patient experienced rash vesicular ("blistering rash"), pruritus ("pruritis") and hot flush ("hot flashes"). On (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2016, the patient experienced uterine leiomyoma ("fibroids"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("extreme debilitating menstrual pain"), weight increased ("weight gain"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy with removal of the essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, pelvic pain, dysmenorrhoea, menorrhagia, allergy to metals, weight increased, dyspareunia, anxiety, depression, vaginal haemorrhage, rash vesicular, pruritus, hot flush and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, depression, dysmenorrhoea, dyspareunia, hot flush, menorrhagia, pelvic pain, pruritus, rash vesicular, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she was forced to undergo a major surgery as a result of her essure implants precisely what she was seeking to avoid when selecting the device over other birth control options such as tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: full occlusion and proper placement was confirmed. On (B)(6) 2016 - gynecological ultrasound: uterus anteverted. Intramural fibroid fundal position. Right ovary abnormal. Overall impression: uterus and left ovary. 2 simple cyst on right ovary, largest is 2.8 cm. No free fluid seen in pelvis and (B)(6) 2016, surgical pathology: gross description - there is an essure device present in the proximal aspect of the tube. Clinical diagnosis and history: aub. Menorrhagia and nickel allergy. Final diagnosis endocervical polyp, chronic cervicitis. Disordered proliferative endometrium. Histologically unremarkable fallopian tubes. Concerning the injuries reported in this case, the following one were reported via medical records confirming events heavy period with clots, hot flashes and dyspareunia, pelvic pain, leiomyoma of uterus, nickel allergy, blistering rash and pruritus, menorrhagia. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet and medical records were received - all relevant medical history, concurrent condition, concomitant medication, lab test, lot number were added. Events vaginal haemorrhage, rash vesicular, pruritus, hot flush, uterine leiomyoma were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.